Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the insulin pump case. Customer's blood glucose was 176 mg/dl. The pump was not bumped or dropped. Customer stated that the crack is seen on the reservoir compartment and the pump cannot hold the reservoir. Customer stated that the drive support cap does not appear to be damaged. Customer does not know how it happened. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.